Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The visual investigations have shown that the thread has broken off. Checking of the material and manufacturing documents revealed no deviation from the specifications. No product fault was found.

Event description:
It was reported that the threaded section of the connecting screw broke inside the blade. This is report 1 of 1 for complaint (B)(4).